Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was not confirmed by service (the customer did not specify what channel). However, failure code 810:11 on channel a, found in the event history, was assigned to be the as determined problem by the quality engineer. The air in line calibrations were checked and found to be within range. Channel a tubing was cleaned as a precautionary measure. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which failure code 810:11 occurred. The event occurred during a flow test. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.